Manufacturer narrative:
Info regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical techniques guide. The incident was the result of user error.

Event description:
While tightening the center set screw within an adjustable bridge with an adjustable bridge driver, the tip of the driver broke off into the set screw. The tip of the driver was unable to be removed and remains in the pt.